Event description:
New information notes that another instance of post-paced t-wave oversensing on the ventricular channel was observed. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made during the device check. Patient had no symptoms and was fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in clinic during follow-up, the device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made during the device check. No oversensing was observed after the programming changes were made.